Event description:
The pt's device was reportedly explanted due to an infection. Advanced bionics is in the process of gathering more info. Once more info is obtained a supplemental report will be submitted.